Event description:
Information received from another country affiliate. This information indicates a pt was wearing acuvue advance contact lenses (cl) and developed a corneal ulcer od. The report stated the pt began wearing the cl "1 to 2 months ago." The pt alternated wearing cl and spectacles every 2 weeks. After wearing the cl for about 6 wks, a friend told the pt. That his/her "eyes were very red", the pt removed and discarded the lenses and started wearing spectacles. In 2007, the pt consulted an eye care professional (ecp) and was diagnosed with a 2mm peripheral corneal ulcer at the 9 o'clock location od. Conjunctivitis, corneal erosion and spk os. The ecp prescribed pranoprofen and sodium hyaluronate "4 times a day to both eyes". New meds ou were prescribed during the pt's second ecp visit. The meds included erythromycin lactobionate, colistin sodium methanesulfonate, sodium hyaluronate and fluorometholone 6x/day; flavin adenine dinucleotide sodium ointment qid od. On the same day, the pt's bcva was 20/40 and 20/33 on a week later. On the following month, the ulcer was smaller, opacity was observed and bcva 20/29. A lot history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. A culture test was not performed. The ulcer was considered "bacterial", because "antibiotic eye drops have been working." MDR reportable events are reviewed in quarterly management review meetings. Will report additional information within 30 days of receipt.

Manufacturer narrative:
No conclusion can be drawn.